Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a maxforce biliary balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure and dilatation of the common bile duct performed on a male patient on (B)(6) 2011 (patient age and weight are unknown). According to the complainant, during the procedure, the balloon failed to inflate inside the patient. The complainant reported that no damage was noted to the device upon unpacking and that no damage was noted to the packaging of the device. Additionally, it was confirmed that no visible issues were noted to the balloon or catheter of the device. The procedure was completed with another maxforce biliary balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Preliminary evaluation of the complaint device revealed a circumferential tear in the balloon portion of the device, indicating the balloon burst which is contrary to the complainant's report that the balloon never inflated and that no visible issues were noted to the device; therefore, this is now an MDR reportable event.

Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over (B)(6). (B)(4). Visual evaluation of the returned complaint device revealed no defects. Functional testing was performed per specification; inflation was attempted, however a leak was noted in the balloon portion of the device. Microscopic examination revealed a 2mm circumferential tear in the balloon. No other issues were noted. The most probable root cause for this event is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the device (e.g., the balloon comes into contact a with a sharp exterior source).